Event description:
It was reported that during a roux-en-y procedure, the first firing of the device went fine. The second firing on the stomach pouch with a blue cartridge the knife blade got caught on a malformed staple; and opened the staple causing the tissue to move within the jaws of the device. The staple line was not affected. A new cartridge was loaded in the same device, fired and everything went well. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.